Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1, -14.0/+3.0/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to lens rotation. The cause of the event is reported as unknown. Reportedly a replacement lens won't be implanted.